Event description:
During a procedure while the knot was being tightened, the suture came free from t1 and remains in the pt. The surgeon experienced little delay to this case as he was nearing the end of the procedrue. The surgeon felt a good level of fixation was obtained and procedure was completed. No pt injury or complications were noted.